Event description:
The customer reported that the device would not pace because it could not read the ECG waveform. No negative patient impact was reported.

Manufacturer narrative:
The customer reported that the device would not pace because it could not read the ECG waveform. No negative patient impact was reported. Philips (B) (4) evaluated the device and verified that the ECG leadset was defective. A follow-up report will be submitted upon completion of the investigation.